Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a potential high impedance within the battery and premature battery depletion. As a result, device replacement was recommended. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.